Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl. Customer reported of not having diabetes very long and was not sure if she needed to seek medical attention as indicated by insulin pump. Customer was advised that due to not knowing how her body would respond to high blood glucose to seek emergency room attention or to treat and monitor blood glucose. Customer reported that it was found that insulin was leaking at site. Customer would take everything out and reconnect.